Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins)for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that sometime in 2017 or 2018, the patient noticed they were unable to charge the ins past a 75% charge. They had met with a rep in 2018, who had told the patient that they would never be able to get the ins to a full charge again and that the ins would need to be replaced eventually. Then around the beginning of (B)(6) 2019, the patient noticed they could not get their recharger to connect to the ins, and therefore could not charge the ins. It was noted that the last time the patient had charged the ins was a month or more prior to the call. A loss of stimulation was also reported; the patient had last felt stimulation sometime in 2019. It was reviewed that due to the ins nearing its longevity (eri/eos), the ins may not charge to full, and that keeping the ins charged is important to maintain therapy. They were redirected to see a doctor to determine if the ins had gone into overdischarge. Additional information was received from the patient. It was reported that the patient would get full coupling bars and it took 120 minutes to charge the last quartile. The patient said the cause was the battery was 8.5 years old. The patient said they were not able to charge. The battery was removed. No further complications were reported.